Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels in the 500's mg/dl range. During the report, the customer removed their infusion set cannula and found that the cannula was bent. The customer inquired if the cartridge syringe could be used to address the high bg level, however, tandem technical support advised the customer that the cartridge syringe was not labeled for use other for filling the cartridge. Reportedly, the customer contacted a hospital for advice on treating bg level. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding bg treatment; however, no additional information regarding this event was provided.